Event description:
Patient reported a possible left side deflation. Healthcare professional reported capsular contracture baker grade ii. The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/oct/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade ii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on posterior side assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, wear abrasion on the device. Observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, a possible left side deflation. Healthcare professional reported, capsular contracture, baker grade ii. The device was explanted.